Event description:
Information received by medtronic indicated that the customer reported pump cracked in the compartment of battery. Customer reported pump has neither been bumped nor dropped and there was no damage to infusion set, reservoir and retainer ring, out-of-box damage. No harm requiring medical intervention was reported. Troubleshooting was performed. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions and pump and pump will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, cracked case - corner of belt clip rails, broken battery tube threads, missing serial label damage, and minor scratches on lcd window. Blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed during visual inspection where cracked case - corner of belt clip rails and broken battery tube threads was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.